Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the facia panel cover was broken on half height cubie drawer. The customer reported there was a burrs/barbs on a device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the facia panel cover on half height cubie drawer was broken. A field service engineer (fse) replaced the facial panel cover, then tested and able to access drawer without issue after that. The system functioned as intended after the field service engineer repaired the device.